Manufacturer narrative:
There were multiple medical device types: d2b: medical device type: jka, there were multiple 510k numbers, g4: PMA / 510(k)#: k213670, k231373. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 of 2, it was reported prior to using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, foreign matter was found in 281 tubes. No adverse impact was reported regarding the patient or user.

Event description:
Report 2 of 2 it was reported prior to using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, foreign matter was found in 281 tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd received one photo for investigation. The photo was evaluated and confirmed the presence of foreign material in the tube from lot number 5015984. However, the exact cause for the customer¿s failure mode could not be determined. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the lot 5015984, for the indicated failure mode: foreign matter - non-biological. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.